Manufacturer narrative:
Upon further investigation, it was found that the issue was already reported on MFR report number 2518422-2025-011154. Therefore, this case was reported in error and is being redacted.

Manufacturer narrative:
H10: e1: (B)(6).

Event description:
Philips received a complaint by the field service engineer (fse) on the v60 indicating that a 1127 "over voltage protection (ovp) circuit failed" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The field service engineer (fse) discovered that a 1127 "ovp circuit failed" error occurred. A service quote for repair was sent to the customer for approval. The investigation is ongoing